Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer¿s blood glucose level was 130 mg/dl the night prior to the call. The customer used the pump and manual injections to treat. The customer experienced symptoms such as vomiting. The customer was not wearing the insulin pump currently at the hospital, however, the customer changed their set twice on the day of hospitalization and was wearing the pump on the day of hospitalization. The caller states the pump was under delivering as the customer's blood glucose did not drop even after treating. It was also reported that the customer had a low blood glucose level of 67 mg/dl and treated with food. Troubleshooting was not completed as the caller was not home. Caller reported sensor glucose versus blood glucose differences and the insulin pump did not suspend insulin delivery. The insulin pump will not be returned for analysis.